Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed air was contained in the cuff with gel like material on the cuff body. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff would not deflate. Customer indicated there was no patient involvement with this event.